Event description:
Needleless connector on end of patient's central line became broken. The septum became depressed and then stayed that way when de-accessed causing open fluid path and blood back flowing out of the line. Connector had been in place x 4 days, so unable to identify lot number. Another connector also in use for this patient was found with the septum depressed but was able to be moved back into place, was also disconnected from the patient.